Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during. The patient stated they were still connected to the machine. The baxter technical service representative (tsr) had the patient cycle the power on the hc and it alarmed se 2367. The tsr had the patient cycle the power again and the hc displayed the prompt press go to start. The tsr had the patient disconnect and remove the cassette to discard the supplies. The tsr explained the alarm, reviewed proper procedures per the user manual, and advised the patient to contact the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they did not really remember the alarm and stated they did not talk to their nurse about it. Baxter product surveillance informed the patient they should contact their nurse when air in line alarms occur. The patient stated they were resuming therapy on the cycler successfully.